Manufacturer narrative:
Visual inspection of the returned device showed that the pebax tubing was missing on the array with some small pieces present in the bag that the catheter was received in. Mechanical verification of steering showed that the device function was normal. The device history record was reviewed and there were no related defects found that contribute to this failure. Previous investigation has shown that the most likely cause of the reported degradation is prolonged exposure to uv light. The instructions for use state to keep the device away from sunlight. This is to protect the device from uv light. Correct storage conditions for the device have been previously communicated to the user facility.

Event description:
Medtronic received information via medwatch report (B)(4) indicating that the tubing covering the tip of the catheter broke off in pieces when package was opened. The event was matched to a device previously returned to medtronic with information indicating tip damage when the package was opened and that the catheter had not been used.